Event description:
Complainant alleged that during biomed testing the devices discharge buttons did not work on first attempt. Complainant indicated that there was no pt involvement in the reported malfunction.